Event description:
Approximately 1 year and 16 days post-tavr procedure using a 26mm sapien 3 ultra resilia valve, the patient's recent echo showed an annular clot. The patient underwent a valve-in-valve procedure using a 23mm sapien 3 ultra resilia due to the index valve having severe leaflet thrombosis. The leaflets and thrombosis were excised and removed. Per medical record review, the cardiology surgery h&p: the patient was "deteriorating" after (B)(6) 2024. Plan for debridement of clot and excision of valve and reimplantation of tavr valve. The one-year and 14-day tte indicated a left ventricle ejection fraction of 30%. The bioprosthetic aortic valve with moderate prosthesis regurgitation, likely a combination of central and paravalvular with an aortic valve (av) peak gradient of 64mmhg. The inter-procedural tee: the patient underwent resection of tavr valve leaflets and implantation of a new valve. Findings: tavr valve is present with moderate stenosis, moderate prosthesis regurgitation, and mild paravalvular regurgitation. Thrombosis of the tavr valve was noted.

Manufacturer narrative:
The device was used in off-label implantation. As there are no specific IFU or training materials related to open chest surgical procedures , the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors and the mechanisms listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.